Event description:
It was reported the cable on the subject device cable was separating. Wires were sticking out of the cable. The issue occurred during the preparation before surgery. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
B5: no additional information received from customer. D4: correction: h11. Correction to previous d4 - UDI. The correct UDI was (B)(4). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
B5: no additional information received from customer. G1: correction. G3 for sr MDR should be the date that we are submitting this correction h2: correction. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was [08/20/2025].

Event description:
No additional information received from customer.

Event description:
It was reported the cable on the subject device cable was separating. Wires were sticking out of the cable. The issue occurred during the preparation before surgery. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image due to bad charged coupled device. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor field performance for this device.